Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6) 2026 at the (B)(6). The patient's blood glucose levels reached 378 mg/dl while wearing the pod between 5 and 24 hours. It was reported that healthcare professionals removed the pod during hospitalization. Upon removal from the infusion site (leg), the interior of the pod was observed to be wet and filled with insulin, suggesting that insulin leakage had occurred during wear. Symptoms reported included severe and recurrent vomiting, inability to retain fluids, nausea, general malaise, elevated ketone levels, and dehydration. The patient received intravenous fluids for rehydration, medication to manage nausea, and a new pod was applied. The patient was released on (B)(6) 2026. The pod was removed and discarded at the hospital.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.